Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. When the physician tried to buzz across several times, the versacross rf wire would not cross thin septal tissue. The rf setting was increased however the rf wire still could not cross septum. There were no error codes noted, and the rf tone was heard each time attempted to cross (6-7). Also, both rf wire and cable connecter were replaced. Hence, to resolve the issue, a new kit was opened, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (misplaced).